Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states they thinks the machine is working fine but today they were sitting at her computer desk and felt a jolt that was so bad it lifted her out of her seat. Patient states now they are hurting and it feels like a whole muscle spasm in the lower part of their back. Helped the patient connect to the implant and turn the stim off. The caller reported that it did not make an impact in the back pain.